Event description:
Abbott diabetes care (adc) received a medwatch report from a customer with hypoglycemia who reported that the adc device's blood glucose readings were inaccurate compared to those obtained from a fingerstick meter, with discrepancies of 20 to 30 mg/dl. The customer contacted adc twice and was informed that their device model and serial number did not correspond to those identified as defective. Adc customer service attempted to contact the customer three times for additional information, but all follow-up attempts were unsuccessful. No adverse health impacts or medical treatments, either self-administered or by third parties, were reported. Based on the available information, there was no report of serious injury associated with this event. The customer was contacted and noted that low sensor readings for serial numbers (B)(6) were compared to a competitor brand device. The customer also reported similar low readings for two unknown serial numbers, which felt lower than expected, and observed a diagonal downward trend arrow indicating glucose was falling between 1 and 2 mg/dl per minute on these four devices. No adverse health impacts or medical treatments were reported. Based on the available information, there was no report of serious injury associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. The reported product is not expected to be returned as the customer declined to return the device. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report from a customer with hypoglycemia who reported that the adc device's blood glucose readings were inaccurate compared to those obtained from a fingerstick meter, with discrepancies of 20 to 30 mg/dl. The customer contacted adc twice and was informed that their device model and serial number did not correspond to those identified as defective. Adc customer service attempted to contact the customer three times for additional information, but all follow-up attempts were unsuccessful. No adverse health impacts or medical treatments, either self-administered or by third parties, were reported. Based on the available information, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. There was 1 additional sensor reported (unk), and it has been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend, an investigation was conducted, and corrective actions have been taken. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report from a customer with hypoglycemia who reported that the adc device's blood glucose readings were inaccurate compared to those obtained from a fingerstick meter, with discrepancies of 20 to 30 mg/dl. The customer contacted adc twice and was informed that their device model and serial number did not correspond to those identified as defective. Adc customer service attempted to contact the customer three times for additional information, but all follow-up attempts were unsuccessful. No adverse health impacts or medical treatments, either self-administered or by third parties, were reported. Based on the available information, there was no report of serious injury associated with this event. The customer was contacted and noted that low sensor readings for serial numbers (B)(6) and (B)(6) were compared to a competitor brand device. The customer also reported similar low readings for two unknown serial numbers, which felt lower than expected, and observed a diagonal downward trend arrow indicating glucose was falling between 1 and 2 mg/dl per minute on these four devices. No adverse health impacts or medical treatments were reported. Based on the available information, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care (adc) received a medwatch report from a customer with hypoglycemia who reported that the adc device's blood glucose readings were inaccurate compared to those obtained from a fingerstick meter, with discrepancies of 20 to 30 mg/dl. The customer contacted adc twice and was informed that their device model and serial number did not correspond to those identified as defective. Adc customer service attempted to contact the customer three times for additional information, but all follow-up attempts were unsuccessful. No adverse health impacts or medical treatments, either self-administered or by third parties, were reported. Based on the available information, there was no report of serious injury associated with this event. The customer was contacted and noted that low sensor readings for serial numbers (B)(6) were compared to a competitor brand device. The customer also reported similar low readings for two unknown serial numbers, which felt lower than expected, and observed a diagonal downward trend arrow indicating glucose was falling between 1 and 2 mg/dl per minute on these four devices. No adverse health impacts or medical treatments were reported. Based on the available information, there was no report of serious injury associated with this event.

Manufacturer narrative:
Additional information received and the following sections are updated: b5: describe event or problem. 0d4: serial #. H11: updated to reflect the serial numbers. This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. Total of 4 sensors reported, and they have been captured under this submission. Refer to section d4 - serial #for the captured serial numbers. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend, an investigation was conducted, and corrective actions have been taken. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report from a customer with hypoglycemia who reported that the adc device's blood glucose readings were inaccurate compared to those obtained from a fingerstick meter, with discrepancies of 20 to 30 mg/dl. The customer contacted adc twice and was informed that their device model and serial number did not correspond to those identified as defective. Adc customer service attempted to contact the customer three times for additional information, but all follow-up attempts were unsuccessful. No adverse health impacts or medical treatments, either self-administered or by third parties, were reported. Based on the available information, there was no report of serious injury associated with this event. The customer was contacted and noted that low sensor readings for serial numbers (B)(6) and (B)(6) were compared to a competitor brand device. The customer also reported similar low readings for two unknown serial numbers, which felt lower than expected, and observed a diagonal downward trend arrow indicating glucose was falling between 1 and 2 mg/dl per minute on these four devices. No adverse health impacts or medical treatments were reported. Based on the available information, there was no report of serious injury associated with this event.